Event description:
It was reported that during normal follow-up, low sensing and no capture were noted. A chest x-ray showed lead dislodgement. Twiddler's syndrome suspected. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.